Manufacturer narrative:
Received a 8f lt hemo-cath for evaluation. A visual inspection revealed the catheter to be in two pieces. The break is located under the cuff, which is still intact. The device was forwarded to the device contract manufacturer for evaluation.

Event description:
Pt. Was admitted for shock. Line was determined to be in need of removal. At bedside removal was attempted, "the catheter snapped" and surgical evaluation was obtained. Pt. Was taken to the or for removal of retained portion of catheter.

Manufacturer narrative:
Based on the investigation performed, the catheter met all required specifications. All process and procedure were reviewed and found to be adequate. The catheter was implanted for 6 weeks and shows no signs of degradation. The described failure mode cannot be assigned to any of the internal manufacturing processes. External factors could have contributed to the reported failure mode during the removal of the catheter.